Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was out of specification on uplink functional tests; the rf head cable found out of electrical specification. (B)(4).

Event description:
It was reported new evera software was loaded on the programmer. After installation there was an issue with the rf (radio frequency) head recognizing a pacer. The programmer was turned off and on and then worked ok. It was also reported this happened again. The programmer and rf head were returned for repair and calibration. No patient complications have been reported as a result of this event.